Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Decreased/impaired vision and microbial infection are identified as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any surgical procedure that disrupts the integrity of the globe can lead to infection (eg, cataract, glaucoma, retinal, radial keratotomy, intravitreal injections). Infection is an inherent risk of any ocular surgery and the etiology of the infection in this case is not known. To date, there has been no causal link established between the infection and the istent device. The decision to report was based on lack of information regarding the cause of the event. Any omitted information was not provided at the time of this report. MFR reference#: (B)(4).

Event description:
Through social media monitoring, approximately five (5) months post-cataract plus trabecular micro-bypass stent procedure (ou), a patient reported a ¿massive¿ staphylococcus infection in the left eye. The patient reported that a second surgery was needed to remove the debris. On 09/01/2018, the following additional details were received through the social media monitoring. The right eye procedure turned out well according to the patient. However, six (6) weeks post-op, an ¿emergency surgery"was performed in the left eye in order to remove debris caused by the infection (staphylococcus). The patient reports some ¿vision loss¿ and ¿still not seeing well¿. No further details were provided.